Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: there are multiple unknown dates of implantation between (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: nail locking /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in malaysia as follows: this report is being filed after the review of the following journal article: bajuri, m.y. Et al (2023), functional outcomes of tibiotalocalcaneal arthrodesis using a hindfoot arthrodesis nail in treating charcot¿s arthropathy deformity, front. Surg. Vol. 9 (862133), pages 1-11 (malaysia). The study aimed to evaluate the functional outcome of tibiotalocalcaneal arthrodesis using hindfoot arthrodesis nails for treating deformities caused by charcot¿s arthropathy. Between may 2013 to may 2018 a total of 40 patients (13 male and 27 female) with a mean age of 60.5 years were in cluded in the study. These patients were diagnosed with charcot¿s arthropathy and who underwent hindfoot fusion using the expert hindfoot fusion nail (depuy synthes, johnson & johnson). All patients had a mean follow up time of 64 months. The following complications were reported as follows: - 19 patients had infection which required prolonged ward admission for antibiotic treatment - 15 patients underwent wound debridement and/or screw removal. - 1 patient had severe periimplant infection requiring whole implant removal. This report is for an unknown synthes expert hindfoot fusion nail. This is report 2 of 2 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.